Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring urinary incontinence. The aus cuff was explanted and replaced with a new cuff. There were no additional patient complications reported.